Event description:
The clinic manager (cm) for a user facility reported to fresenius that a blood leak occurred with the combiset bloodlines during the patient's hemodialysis (hd) treatment. The 2008t machine alarmed approximately two minutes after treatment initiation with transmembrane pressure (tmp) and air alarms. The staff visually inspected the setup and a small leak (hole) was noted at the base of the venous chamber pigtail line. This was allowing air to enter the lines. No air reached the patient. No issues occurred during prime. No loose connections or disconnections were noted. The patient¿s estimated blood loss (ebl) was approximately 50 ml. There was no medical intervention or serious injury that resulted from the reported issue. The patient completed treatment on the same machine with new supplies. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The clinic manager (cm) for a user facility reported to fresenius that a blood leak occurred with the combiset bloodlines during the patient's hemodialysis (hd) treatment. The 2008t machine alarmed approximately two minutes after treatment initiation with transmembrane pressure (tmp) and air alarms. The staff visually inspected the setup and a small leak (hole) was noted at the base of the venous chamber pigtail line. This was allowing air to enter the lines. No air reached the patient. No issues occurred during prime. No loose connections or disconnections were noted. The patient¿s estimated blood loss (ebl) was approximately 50 ml. There was no medical intervention or serious injury that resulted from the reported issue. The patient completed treatment on the same machine with new supplies. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sample was returned to the manufacturer for physical evaluation. The sample was received in packaging different from the standard configuration. The sample was disinfected, at which point a leak was found on the port of the monitor line 12' from the venous top cap chamber. A visual inspection was performed by microscope and it was observed that the monitor line 12¿ was not fully assembled to the venous top cap port. After further inspection, no other issues were found in the remaining components of the set. The reported issue was confirmed. Probable cause for this issue was determined to be an assembly failure during the manufacturing process. A review of the device history record (DHR) for lot 25jr01042 revealed no documented non-conformances, deviations, or rework activities associated with the complaint description.